Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred while using a novum iq large volume pump during infusion. The device was programmed to infuse 0.9% normal saline with a rate of 999ml/hour and a programmed volume to be infused of 999ml; however, when the pump beeped indicating that the infusion was complete, it was observed that the bag had 900ml of fluid remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.